Manufacturer narrative:
Case correction on 06-jul-2016 after internal review: the case (B)(4) was found to be a duplicate of this case; the following information from case (B)(4) was added in this case: information was received on 08-may-2015 from consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010, 6 weeks postpartum. Consumer has consistently overtime developed more and more complications, beginning with periods that were super heavy and contained clots. She also reported mood swings daily that ranged from complete calm to full out crying. She has gained over 90 lbs with no change in diet or exercise as prior to procedure. She has constant memory fog, is always tired and has no energy. She has lost all sex drive. She has recently started having severe pelvic pain prior to each monthly period. She has had an ultrasound performed to show no reason for the pain (also known as ovarian cysts, endometriosis etc). None of these were symptoms that were disclosed to her prior to the procedure. She would have stayed with the pill had if she knew these were possible side effects. She would like information for places in her state who will remove the coils. Ptc investigation results were provided on 22-may-2015: (B)(4). Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. This ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up from 29-may-2015: follow-up attempts were completed, with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced irregular menstruals. She had her gallbladder removed, hiatal hernia repaired with nissen fundoplication, a ganglion cyst removed from her wrist and a full hysterectomy taking everything except one ovary. Irregular menstruals is a listed event in the reference safety information for essure while the other events are unlisted. All these events were considered serious due to medical importance. These events occurred since essure insertion. With regards to the event irregular menstruals, since a temporal relationship is implied and given the event's nature, a causal relationship with suspect insert cannot be excluded. With regards to the other events, based on the pathophysiology and considering that a contributory role of essure is unlikely given essure's local action at fallopian tubes, a causal relationship with suspect insert can be excluded. This case was regarded as incident due to surgical intervention performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015. This is a spontaneous case report received from a regulatory authority (case# FDA-2014-n-0736-0668) in united states on 20-aug-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) in (B)(6) 2010. Since essure insertion, her mental health drastically changed and her physical health began to dwindle shortly after. Since 2010 until now she gained 100 lbs, experienced joint and muscle pain daily, migraines, mood swings, hair loss, eczema, swelling, lack of energy, loss of interest, hypothyroid, gallbladder disease, hiatal hernia, gerd, polycystic ovaries, fatigue, stress, irregular menstruation, obesity, esophagitis, vitamin d deficiency, sleep apnea, oliguria and bradycardia. Because of those symptoms she was off and on antidepressants, she had her gallbladder removed, hiatal hernia repaired with nissen fundoplication, a ganglion cyst removed from her wrist and a full hysterectomy taking everything except one ovary. She was on thyroid medication and a vitamin d supplement. She stated that nickel allergy testing should be a requirement prior to implantation. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced irregular menstruals. She had her gallbladder removed, hiatal hernia repaired with nissen fundoplication, a ganglion cyst removed from her wrist and a full hysterectomy taking everything except one ovary. Irregular menstruals is a listed event in the reference safety information for essure while the other events are unlisted. All these events were considered serious due to medical importance. These events occurred since essure insertion. With regards to the event irregular menstruals, since a temporal relationship is implied and given the event's nature, a causal relationship with suspect insert cannot be excluded. With regards to the other events, based on the pathophysiology and considering that a contributory role of essure is unlikely given essure's local action at fallopian tubes, a causal relationship with suspect insert can be excluded. This case was regarded as incident due to surgical intervention performed. Additionally, non-serious events were reported. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.